Event description:
It has been reported to philips that the system failed to start up. The device was in clinical use. No harm or impact to patients or users has been reported. During remote troubleshooting by the philips remote service engineer (rse), the issue could not be reproduced and the system started up normally. Review of the system log files by the philips rse did not identify any start up issue. The service order was closed in agreement with the customer and the system was returned to use in good working order.